Manufacturer narrative:
A field service engineer was dispatched on 09-jan-2016. The fse replaced the new sample needle and verifed sample and ran controls. The instrument is in good working order and the hromatograms also looked good. The service was completed and no further action required by field service. The g8 analyzer is functioning as intended with all issues cleared. The most probable cause of the reported event was due to a failure of the sampling needle. Tosoh bioscience, inc. Is submittng on behalf of the foreign manufacturer tosoh corporation, per exemption number e2017013. This report isbeing submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.

Event description:
On (B)(6) 2016 a customer called to request service on their g8 analyzer. The customer is unable to run hba1c samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of hbaic patient results. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting.